Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure relief valve assembly was cleaned and reset.

Event description:
The hospital reported that, during the preoperative checkout, the unit was alarming for high peak pressure. There was no report of patient involvement.